Manufacturer narrative:
B.5.medtronic received additional information that the presence of blood in the urine was not treated. Device evaluation: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results were as follows: ¿ 173 mmhg blood side pressure drop. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the fusion oxygenator, there was a significant increase in pressure at the inlet of the device, rising from approximately 200mmhg to over 500mmhg. The delta pressure between the inlet and outlet exceeded 342mmhg. The presence of blood in the urine was noted due to hemolysis during the procedure. The customer and perfusionist increased the patient's temperature from 33 degrees celsius to 36 degrees celsius and waited a few minutes before switching to a new oxygenator. After 10 minutes, the pressure returned to the desired level. Medtronic received additional information that the adverse event (ae) was device related. The ae was not procedure or therapy related. The pressure increased slowly and it increased 4 minutes after going on bypass. Heparin was used in prime or during the case. The heparin dosing was monitored by the act instrument to achieve optimal therapeutic response. It was more than 500 seconds. There were two lots of fusion oxygenator used in the manufacture of a custom pack: 228759269 and 228910657.